Event description:
It was reported that during a pta/stenting procedure, deflation difficulties were encountered. The physician resorted to puncturing the balloon with a needle under fluoroscopy in order to successfully remove it. The pt is reported as 'fine' following the procedure; no injuries or complications were reported. Additional information has been requested regarding this event.